Manufacturer narrative:
The nurse reported that the central nurse's station (cns) rebooted on its own. When booting back up a message appeared requesting the f1 key to be pressed on the keyboard. There was no keyboard connected to the cns, so she was unable to do that. Nihon kohden technical support advised the nurse to plug a keyboard into the cns and press f1. After doing so, the cns booted into windows, then launched the nk software, which allowed patient data to start loading.

Event description:
The nurse reported that the central nurse's station (cns) rebooted on its own. When booting back up a message appeared requesting the f1 key to be pressed on the keyboard.

Event description:
The nurse reported that the central nurse's station (cns) rebooted on its own. When booting back up a message appeared requesting the f1 key to be pressed on the keyboard.

Manufacturer narrative:
H10: additional narrative: customer reported that their device rebooted and when it came back up, the device prompted the user to press f1 on the keyboard. Service requested: troubleshooting service performed: troubleshooting technical support had the customer locate a keyboard and plug it into the cns. The customer then pressed f1 and the cns booted into windows and launched nk software. The customer's issue was resolved. Investigation results: the device has been in use since 2009. Over time age and use increases the likelihood of failing parts and possible mishandling/abuse by customer can contribute to device failing. The device service manual recommends regular maintenance/periodic inspection of the unit to detect degradation and prevent loss of function of the unit. The operator's/service manual states that the customer should restart the central monitor once every three months, otherwise operation of the unit becomes unstable and monitoring may stop. The cns rebooting by itself indicates unstable operation, therefore possible root causes of the issue include customer not performing periodic preventative maintenance or wear and tear of device due to use over time. The root cause of the issue is unable to be identified at this time. Corrected information: g4. Date received by manufacturer: should be 03/31/2018 not 04/27/2018 as listed on MDR initial report